Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. A cause for the reported tissue injury could not be conclusively determined. The reported dyspnea, edema, and fatigue appear to be cascading events of the migration. The reported patient effects of tissue injury, dyspnea, and edema, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. Two clips were implanted on the anterior and septal leaflets of the tricuspid valve. The tr was reduced to grade it was noted that 45 minutes post-procedure, the second clip was attached to the anterior leaflet in a different way. Additionally, tr was coming through the anterior leaflet. It was confirmed that a tear was observed through the anterior leaflet. The clip was partially attached to the anterior leaflet, and fully inserted into the septal leaflet. The tr was grade 5. The patient had symptoms of fatigue, lower leg edema, and dyspnea. Surgery is being considered to treat the injury. The patient is stable.